Manufacturer narrative:
B3 date of event updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They called back and had husband was on the phone with them. Never got instructions on how to use this device. They went back to the office. They had the office person say ok you are all set. They told them to leave it and forget it. Since the device was implanted it has not worked. They are trying to get an appointment with healthcare professional (hcp) to see if they can do anything. The husband said they were getting ready to sue the hcp because the device has done nothing for patient. Patient wears depends and the last two and half months had five urinary track infections. Patient had a severe case ofuti and got put on antibiotics. Patient said, issues are more frequently over night, issues aren't during the day. Patient has accident in sleep and doesn't know it. The husband said they have changed between programs but doesn't remember what programs they have tried. Met with a manufacturer representative (rep) at the hcp office last year 2021 in january or february. Patient doesn't know the r eps name, believes was out of miami. Rep read the device, and said everything is fine. The rep was aware patient was not getting good relief. Meeting was arranged by ogyn. Patient went and got an ultrasound about three weeks ago. They said the wires seem to be in place. Patient is scheduled for another ultrasound september 28. Walked caller through checking settings. On the call the patient increased the stimulation until felt it and it was comfortable. Told caller to monitor symptoms for a couple days and see if the symptoms improve.

Event description:
Patient rep called back in regards to this case reporting a continuation of therapy issues. Caller said patient still has not gotten any therapy relief since implant and within the last 6 months or so, patient's incontinence is more of a problem. Patient said they saw another urologist who recommended patient take some medication, gemtesa. Caller said it has some effect on the patient where they feel the urge to go and minimizes some issues during the day, but it doesn't solve the incontinence issues others and especially at night. Caller said they have tried other programs but some of the other programs have caused the patient pain, so the caller would decrease stim or change programs. Caller said at an appt about 1.5 years after implant they were instructed to turn the ins off and within 20 minutes, the patient's relatively severe pain went away. Then caller said the ins wasn't working because it was turned off. Caller said now they have the ins turned on, on a program that does not cause pain but the patient is not getting relief. Caller wanted more therapy information/guidelines. Caller said new urologist gave phone number of medtronic rep, to call but said they did not answer and his message said to call patient services for help. Reviewed therapy guidelines, expectations and optimization options. Caller said they will try optimization options.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that for the last month to month and a half the patient had been having some issues with their symptom control. Last night, the caller changed the program and had no results, the patient wasn¿t feeling stimulation so the morning of the call they changed programs again and the patient didn¿t feel stimulation again. The caller mentioned that the patient felt stimulation when they changed stimulation a month ago. The caller stated on the previous programs the patient was always at a ¿5¿ but they went to 6 and still wasn¿t feeling anything. The patient¿s symptoms were worse than prior to implant and the caller thought they were doing something wrong when making programming changes. Information was reviewed and the caller successfully increased stimulation from 0.5v to 0.9v on program 2 where the patient felt stimulation comfortably in the intended area. The caller noted no falls or trauma. The patient was going to monitor their symptoms now that the change was made and make therapy changes as needed. Additional information was received from the patient on (B)(6) 2020. In response to the inquiry of what the circumstances were thatled to the loss of stimulation, the patient replied that their body got used to ¿stimulus.¿ the patient then stated that when they checked it, it said ¿por,¿ (power on reset.) In response to the inquiry of if their return of symptoms resolved after increasing stimulation, the patient replied that they called their health care professional (hcp) and set an appointment. No further complications were reported at this time.